Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the battery door sticks and is hard to take off (open). The device was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the upper and lower cases were broken and contaminated, the battery drawer was also out of specification. It was also noted that the battery release, knobs, heart block, lead flex cover and keyboard were contaminated, the battery contacts were compressed, the side bails and ring were bent and the side bail covers and ring cover were broken.